Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician and nurses almost finished ercp case, they tried to insert plastic stent (clso-10-12) to drain ((B)(4)). The nurse didn't do the eye inspection and opened the package because of the next procedure time was running out. In the meantime, she recognized that the oa-10 had no inner catheter. ((B)(4)) so she opened another oa-10 and case finished. ((B)(4)). Additional info received 28-mar-2022: "the customer used clso-10-7 and used another oa-10 with 0.025 visiglide straight type." Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x clso-10-7 of unknown lot number was not returned to cirl for evaluation. This complaint captures the user error of an incorrect sized wireguide used with the clso-10-7 device. This file is related to: (B)(4) (report reference number 3001845648-2022-00292) captures the user error of an incorrect sized wireguide with the oa-10 device which also had no inner catheter. (B)(4) (report reference number 3001845648-2022-00248) captures the user error of an incorrect sized wireguide used with the replacement oa-10 device. Lab evaluation: n/a image review: n/a document review including IFU review: prior to distribution all clso-10-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the clso-10-7 device could not be complete as the lot number is unknown. There is evidence to support that the user did not follow the instructions for use (ifu0045-7). Additional information received confirmed that a 0.025" wireguide was used with the replacement clso-10-7. Root cause review: a definitive root cause could be attributed to the user error of a non-recommended wire guide used with the device. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.